Event description:
A patient was transported by ambulance to the emergency department with CPR in progress. Advanced cardiac life support was initiated and unsuccessful. When the IV was discontinued and the distal tip was obviously frayed, the catheter was confiscated for further investigationdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data. Conclusion: invalid data, device failed just prior to use. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, invalid data. The device was not destroyed/disposed of.